Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer reported that his thermometer had allegedly given false negative readings on his son. The device allegedly gave consistent readings of 96.7°f, and a fever of 101.0°f was later confirmed by a doctor. There were no complications from this incident. Kaz USA, inc. Has requested that the product be returned to our company for testing.